Manufacturer narrative:
Visual and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The balloon was ultimately sent to the sem lab for further analysis. The sem report determined the balloon exhibited two longitudinal separations on creased regions with jagged diagonal/radial separation joining the parallel separations. The leak on the opposite side of the primary leak was also along a longitudinal crease. The balloon ruptures may be attributed to mechanical damage to the outer surface with tearing also present. Damage was documented at and adjacent to the rupture edges on the od surface along with a few areas on the ID. Due to the extent of the damage, an exact rupture origin could not be identified. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the previously implanted stent and/or moderately calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vascular device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery that is 90% stenosed. After implanting a xience prime stent a 3.0x12mm nc trek was advanced for post dilatation; however, the balloon ruptured at 14 atmospheres (atm). Another 3.0x12mm nc trek was advanced and ruptured at 14 atm. Physician suspected there may be calcium present but not sure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.